Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a cracked screen. The generator has not been received into service. There was no patient involvement.